Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reappeared and confirmed understanding of the instructions.